Manufacturer narrative:
As the sample was not returned a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The date of the occurrence was reported as ¿approximately two weeks ago.¿ should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia container had particulate matter. A small particulate was observed inside the bag after the drug solution; infliximab, was introduced. The particle appeared to be a two millimeter piece of clear circular plastic with a bump in the middle. There was no patient involvement. No additional information is available.